Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that there was a recent case involving a lead revision for infection. During the lead removal procedure the hcp described what seemed to be degradation of the outer polymer insulation of the leads in the general vicinity of the burr hole. The degradation included discoloration of the polymer to be translucent white rather than clear, and regions of cracked/missing polymer. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no definitive cause of the polymer insulation degradation. However, from the knowledge of the rep this grade of polymer (poly-ether-urethane 80a) is generally subject to oxidation in use conditions. The event took place between (B)(6) 2017. There were no patient symptoms alleged and no further complications are anticipated.